Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the quick bolus button on the insulin pump was not working and on the outside bottom of the insulin pump there was a dark spot on the battery side. The insulin pump could not be repaired, replaced and refurbished. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with cracked reservoir tube lip, broken battery tube threads, broken belt clip slot, cracked case from display window corner, cracked case from reservoir tube window corners, cracked reservoir tube window and stained end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).